Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and power supply were replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system locked up and appeared to produce fluoroscopy x-ray without command. No report of patient or staff injury.